Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic subtotal gastrectomy procedure. The inflation port was somehow malfunctional and therefore the balloon couldn't be inflated. Also, the balloon did not insufflate. To complete the procedure, a new device was used. There was no harm caused to the patient. The device is expected to be returned for evaluation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection note that the trocar balloon, lock collar, obturator, valve seal and doors appeared intact. The inflation syringe was not received. Pmv performed functional testing which noted that the trocar balloon was inflated no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.